Manufacturer narrative:
Device evaluated by MFR: investigation was completed on the returned device. The returned device consisted of a delivery wire, the main coil, and the introducer sheath. The coil and delivery wire arms were not interlocked and both were outside the introducer sheath. No issues were noted with the introducer sheath. The body of the delivery wire was in good condition, and the proximal end had a smooth surface. The main coil was found to be kinked and stretched. The amount of proximal fiber bundles on the main coil was found to be below specifications. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
Reportable based on analysis completed 09april2019. It was reported that the device couldn't deploy. A 15mm x 40cm interlock-35 coil was selected for use for an internal jugular portal shunt. During procedure, it was noted that the vessel was too tortuous under imaging and the device would not deploy. The coil was then removed from the patient with the catheter. No patient complications were reported. However, device analysis revealed proximal fiber bundles were missing.